Manufacturer narrative:
The device was received and evaluated. The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1484 pulses and was deactivated by the user. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 15.8 mmol/l (284.4 mg/dl). As treatment, an insulin pen was administered.